Event description:
It was reported that the apix table lost all motion in table. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The assembly motion control cpu was replaced by the hosp biomed. The system was found to be working as intended and put back into service.